Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that the defects were caused due to image board failure. The events can be detected/prevented by handling the device in accordance with the following instructions for use: "·inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: insertion tube minor crush marks, up/down angle not to specifications. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image during preparation for use. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.